Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator's upper display was unreadable. There was no patient involvement.

Manufacturer narrative:
(B)(4):the service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self testing.

Event description:
The ventilator was not on a patient at the time of the event.